Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 16 mm stent delivery system was returned for analysis. The device was returned with the stent damaged and moved from the balloon proximally and located on the shaft polymer extrusion section of the device. A close inspection of the moved stent found that it was not expanded but it was damaged on its entire length. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied was noted. Balloon folds were opened, and a clear, crystalized substance was noted inside the balloon cones. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced, however, the stent failed to cross the lesion. After reinserting the device, it was noted that the stent wasn't on the balloon when it exited the guide catheter. The device was removed and the stent was found on the catheter. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced, however, the stent failed to cross the lesion. After reinserting the device, it was noted that the stent wasn't on the balloon when it exited the guide catheter. The device was removed and the stent was found on the catheter. The procedure was completed with a different device. No patient complications were reported.